Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was found in backup mode during a firmware update. The device was restored successfully. The patient status was unknown.

Event description:
New information received notes that the issue was discovered when patient presented for a follow-up in clinic. The patient was in stable condition.